Manufacturer narrative:
The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint. The unit was tested on two different video processors (otv-s190 and cv-190), and unit was burned in for more than eight hours with no issues. Additionally, the unit passed all functional and leak tests. No problem was found. The device was returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is probable that a temporary stain on the electrical contact area and foreign matter attachment caused contact failure, and the image was no longer displayed, or the image became dark because the processor and the camera head could not communicate. The following is included in the instruction fro use and can prevent the event: "wipe off the electrical contacts, optical connections and surroundings of the video connector with dry gauze and connect to the camera control unit when it is sufficiently dry. Also, make sure that the electrical contacts and optical connections are clean before connecting. If the electrical contacts and optical connections are used while they are wet or dirty, the equipment may be damaged, and the safety of the patient or operator may be jeopardized." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that the device was not displaying an image. The reported problem was found during an unspecified procedure. No patient injury was reported. No additional information has been obtained.